Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer had reset the pump on their own before contacting technical support, and the malfunction code was cleared after the reset. Technical support provided pump reset information and advised the customer to call back if the malfunction code recurred, which the customer understood. The customer was permitted to continue using the pump.